Event description:
The facility initially reported power on/off problems. During f/u in 2007, they reported six cases had been cancelled; one pt had rec'd pre-op drops. There was no pt injury. No add'l info is expected.

Manufacturer narrative:
A company svc rep checked the sys, replaced the phaco controller, and then tested the sys to specifications. No samples were returned for further eval and root cause analysis.